Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "fails pressure at 5.9 and rate at 11.2." Additional notes provided by the facility¿s clinical engineering support services include: "I was able to confirm that the unit was failing its pressure tests; I could only get the pressure to go up to 7.48, which is still below the tolerance levels. The flow rate was reading at 12 ml exactly when I tested it, so it did not need to be adjusted. I tried replacing the pressure sensors on the unit to fix its pressure issues, but it did not help to improve the issue. Next, I tried to replace the unit's logic board, but that also failed to fix anything. I tried replacing the unit's bezel assembly after that, and that finally fixed the issue. During the bezel swap, I reinstalled the unit's original logic board. After that repair I was able to recalibrate the unit and get it to pass all of its pm tests with no other issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿